Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump battery wasn't holding charge. There was no reported adverse impact to the customer's blood glucose level. The customer declined providing any additional information regarding this issue.